Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was too large. An fg emerge mr, ous 2.50 x 12mm was selected for treatment of the target lesion. During the procedure as the balloon was being inflated, the healthcare provider noticed that the balloon was too large and too long. They noticed this before the balloon was fully inflated. The device was removed from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.